Event description:
New information received notes that the right ventricular lead was explanted and replaced. The patient was stable

Manufacturer narrative:
The reported events of high capture threshold and high lead impedance were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited high pacing impedance and high capture thresholds. Programming changes were made. The patient was stable.